Event description:
It was reported that there was a possible malfunction. Follow-up was conducted with the clinic for additional information but multiple attempts with the clinic were unsuccessful. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.